Manufacturer narrative:
(B)(4). The device was returned and evaluated to investigate the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A short simulated therapy was successfully performed. A visual and microscopic inspection identified a cracked light blue body. Functional testing including leak testing, clear passage testing, clamp function testing, torque testing, and integrity of seal surface testing were performed. During functional testing the device was determined to meet all product specifications. The reported problem was not verified; however, a cracked light blue body was found. The cause of the crack could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This was noted after use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.